Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the cable connecting the rear therapy electrodes was pulled from the strain relief, severing the internal wires. There is no information to suggest that the damaged electrode belt caused or contributed to the patient's death. The damage likely occurred during device removal as the device was appropriately communicating with the monitor and acquiring the patient's ECG signal. Device evaluation of monitor sn (B)(4) is still underway. A preliminary evaluation of the monitor included review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. No indication that a device malfunction caused or contributed to the adverse event. The patient was not treated during the vf due to the presence of CPR artifact. The patient was in a sustained rhythm at the time the electrode belt was disconnected.

Event description:
A distributor notified zoll on (B)(6) 2015 that a (B)(6) male patient passed away on (B)(6) 2015. It was reported that the patient was wearing the device and at the brownfield regional medical center at the time of passing. It was reported that ems was present and performing resuscitation efforts. Review of the patient's downloaded flag and ECG files indicates that the device detected an arrhythmia at 10:19:45am on (B)(6) 2015. The ECG recording revealed that the patient was in vf. The device appropriately detected the vf and initiated the treatment sequence; however, after 20 seconds of vf, CPR artifact was observed on the ECG recording. The CPR artifact obscured the vf detection and the device exited the detection sequence. The patient was not treated during the vf due to the presence of CPR artifact. Eight additional arrhythmias were detected between 10:26:11 and 10:37:45am. The ECG recordings show that the patient's rhythm transitioned to svt from 130 to 160bpm. The patient did not receive any treatments during the subsequent arrhythmia detections due to response button use. Per the ECG recordings, the patient was in a sustained rhythm after the device was removed. No additional arrhythmias were detected prior to device removal. The electrode belt was disconnected at 10:48:31. The patient passed away the same day. The exact time of passing is unknown.